Event description:
It was reported to boston scientific corporation that eight weeks following implantation of a pinnacle anterior/apical pelvic floor repair kit, the patient presented with a tender prominent vaginal mesh ridge palpated anteriorly. Reportedly, the ridge was still present at 20 weeks, and was associated with pelvic and groin pain. The patient also presented with de novo urge urinary incontinence, which responded to oxybutynin (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).